Manufacturer narrative:
Device codes: 2889 not labeled. Internal file number - (B)(4). Device code 1104 removed; device code 1339 added. Evaluation summary: the device was returned for analysis. The reported shaft kink was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it is based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, after a failed attempt to cross, when the device was retrieved, the physician stated the mid shaft was bent. The returned device showed multiple kinks to the hypotube but there was no detachment of the shaft as reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery that was mildly tortuous, heavily calcified and 90% stenosed. The 3.0 x 18 mm xience xpedition failed to cross the lesion and the delivery system mid-shaft was separated. Dilatation was performed with a balloon dilatation catheter. Another 3.0 x 18 mm xience xpedition stent delivery system was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.